Event description:
It was reported that the there are two scratches on the display of the insulin pump and there was a crack by the battery compartment. The customer was advised no to over tighten the battery cap in the future. The customer's blood glucose was 9 mmol/l. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during our visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.